Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer could not confirm whether the cartridge was removed during pumping. Customer's blood glucose level was 140 mg/dl.